Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was intermittently taking more insulin than previous fill tubing sequences. The customer successfully reloaded the cartridge with multiple attempts and insulin delivery was resumed. Blood glucose was 260 mg/dl.